Manufacturer narrative:
Continuation of d10: product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: (B)(6) 2014; explant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient had noted that his pump pocket had become swollen and stated that it was ¿warmer to the touch¿ than his skin outside that pump pocket, but otherwise just swollen. It was reported the patient was still getting pain relief. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. There were no diagnostics / troubleshooting performed. The actions / interventions taken to resolve the issue was the pump was suspected to have spinal fluid and the physician was going to tie off the old catheter and place a new catheter with the pump moved from the right abdomen to the left. When he opened the pocket he noted that the pump pocket contained greenish fluid and was concerned that it was actually infected. He made the decision at that time to tie the catheter off and completely explant the pump until the pocket issue is resolved. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown and would not be made available.